Event description:
Customer reported via phone, the insulin pump had alarmed motor error during bolus. Customer's blood glucose was 246 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion tests. The device was unable to prime during prime test due to faulty forces sensor resistor. The motor was tested outside of the device and it passed. Occlusion and excessive no delivery tests weren't performed due to prime/fill anomaly. The device had cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot, and cracked case at the display window corner.